Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-conversion with their current programming settings. Multiple adequate shocks were delivered during a ventricular fibrillation (vf) episode, but the shocks were not effective. Subsequently, the right ventricular (rv) lead was repositioned, and the crt-d was relocated. Two vf induction testing was performed and were successful. Additionally, during the revision procedure, the competitor right atrial (ra) lead was damaged. The physician explanted the competitor ra lead and implanted a new ra lead. No additional adverse patient effects were reported. This device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-conversion with their current programming settings. Multiple adequate shocks were delivered during a ventricular fibrillation (vf) episode, but the shocks were not effective. Subsequently, the right ventricular (rv) lead was repositioned, and the crt-d was relocated. Two vf induction testing was performed and were successful. Additionally, during the revision procedure, the competitor right atrial (ra) lead was damaged. The physician explanted the competitor ra lead and implanted a new ra lead. No additional adverse patient effects were reported. This device and rv lead remains in-service.